Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited to the emergency room due to the high blood glucose. The customer¿s blood glucose was 420, and around 400 mg/dl. The customer was treated with the insulin pump. The customer stated that they had issues with up, down, and center button. The customer was having issue with the buttons every other time they went to get to the main menu. Customer stated that the insulin pump was exposed to moisture. Customer was not feeling well enough to continue troubleshooting. Customer also mentioned damage to their insulin pump, along with insulin flow blocked alerts. The customer stated that they changed the insulin, reservoir, and set, and nothing was working. The insulin pump will not be returned for analysis.